Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned

Event description:
It was reported that the pump battery intermittently took longer to charge the pump than expected and could not be charged past 80-90 percent battery life. Customer¿s blood glucose level was 322 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.